Event description:
The facility representative reported a colleague infusion pump with a "depleted battery". The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. This device is a colleague infusion pump with user interface module software version 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a depleted battery was confirmed during product evaluation. The assignable cause was depleted main batteries as a result of use error. The user failed to properly charge the battery. The main batteries were replaced to correct the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.